Event description:
Pt with a history of a cardiac arrest in 1997. Pt underwent placement of an implantable defibrillator at that time. The pt was admitted two weeks ago following multiple shocks from defibrillator. At that time, it was noted that the superior vena cava lead was fractured and the shocks were due to electromechanical interference. Staff went in and removed the proximal end of the superior vena cava lead. There was a possibility of a loose set screw. Staff checked out the right ventricular lead fully and there was no evidence of any oversensing or electromechanical interference. Therefore, the generator was reconnected to this lead and reinserted. Unfortunately, the pt returned two weeks later following more inappropriate shocks and, again, on telemetry from the device there was evidence of electromechanical interference. Therefore, a lead replacement and generator replacement was scheduled. Pt has had a previous superior vena cava lead fracture and now dr suspects a right ventricular lead fracture versus device malfunction. The pt underwent placement of a new right ventricular lead today, as well as replacement of the defibrillator generator to prevent any further inappropriate shocks from the device. This was without complication. It should be noted that the superior vena cava lead may be migrating slightly. This could result in eventual malposition of this distal lead which is no longer in use. Therefore, it may benefit the pt if dr plans on removing this lead in the not too distant future. Providing the pt has an unremarkable post procedure course, they will be discharged home tomorrow. Description of operation: the pt was brought to the operating room in the fasting mildly sedated state. Monitored anesthesia care was used for anesthesia as well as local anesthesia with 1% xylocaine. Sterile prep and drape was performed in the usual fashion. The left pectoral region was isolated. This region was anesthetized with 1% xylocaine. Using sharp and blunt dissection, the generator pocket was opened. The defibrillator was removed. After inspection of the proximal end of the lead and the defibrillator header, there was a possibility of fluid seepage into the header block around the proximal end of the leads. Therefore, the lead was cut distal to the bifurcation. The remaining lead was capped and the cap was secured with 2-0 tevdek. The generator and proximal end of the lead was sent to medtronic for eval. An antibiotic soaked sponge was then placed in the pocket. Using fluoroscopic guidance, the left subclavian venopuncture was performed over the intersection of the left first rib. A 10.5 french poa sheath was inserted by the modified seldinger technique. The new right ventricular lead was then inserted into the vascular space. Using straight and curved stylets, the tip of the right ventricular lead was positioned within the apex of the right ventricle where the helix was extended. This was at a site that was sufficiently removed from the pre-existing right ventricular lead. Appropriate pacing and sensing was obtained. The lead was secured to the pectoral muscle using 2-0 tevdek and accompany suture sleeve. The antibiotic soaked sponges were removed. The pocket was flushed with antibiotic solution. Hemostasis was excellent. The lead was then connected to the new defibrillator generator and secured within the header using the ratched head screwdriver. The generator was then placed in the pocket with all excess lead coils around the generator. The generator was secured to the pectoral muscle using 2-0 tevdek passed through the hole provided in the header. The pt was then placed under general anesthesia, using propofol. Upon achieving an adequate level of anesthesia, ventricular fibrillation/tachycardia was induced. Ventricular fibrillation on both occasions was somewhat slow, most likely due to sotalol. The vt/vs cycle length was approximately 310 milliseconds to 290 milliseconds. On each occasion, a 25 joule shock successfully terminated ventricular fibrillation, restored normal sinus rhythm without difficulty. The pt did have post shock bradycardia pacing. The pt was allowed to awake from anesthesia. The pocket was then closed in layers 2-0 vicryl in a running subcutaneous layer and 4-0 vicryl in a running subcuticular layer. Steri-strips were applied to approximate the edges of the incision. A gauze dressing was then applied. The pt was transferred to the recovery room in stable condition.